Event description:
A pump would not hold a charge. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.